Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The evaluation noted ¿the cable must be replaced because of the leakage.¿ therefore, it was likely that the image was not displayed due to the following reason: water got inside the device from the cable, which deteriorated the insulator used for the cable and caused electrical deterioration. The instruction for use (IFU) states the following guidelines: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was not confirmed. However, due to possible wear and tear of the video socket on the video processor, the plug of the camera head may fall out if pulled slightly. The cable from the camera head was leaking. In addition, the cable was kinked and twisted in some places. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the autoclavable camera head presented image failure because the plug would not hold. The issue occurred during an unknown procedure. The procedure was completed with another device. There was no deterioration of the patient or prolongation of the procedure.